Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device clips did not form properly. It is unknown what shape the clips were that did not form properly, is unknown on which firing of the device issue occurred, and is unknown if clips that did not form properly were removed. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.